Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report pericardial effusion. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3 with tethered leaflets, and calcification. A mitraclip xtw was successfully implanted. The procedure was concluded with a resulting mr of grade 1. There were no performance issues noted with the mitraclip device or steerable guide catheter. There was no clinically significant delay in the procedure and no adverse patient effects. However, post procedure, a small pericardial effusion was visible after the procedure. No treatment was provided. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported pericardial effusion (pe) cannot be determined. The reported pe as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.